Event description:
A malfunction was reported with the display of malfunction code 9. Blood glucose level remained within normal range as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset and charging information, supplied necessary replacement items, and advised on monitoring procedures. The pump successfully resumed charging, and the customer was informed about potential resets of insulin data and the need to restart cgm sessions manually.